Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had iabp catheter inspection message was generated. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field-e1(occupation). It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a check iab catheter alarm. A getinge field service engineer (fse) evaluated the unit and could not reproduce the issue. It was reported that no blood was found in the drive tube, so the drive resumed. A regular inspection was performed based on the regular inspection record sheet, and the results were satisfactory, so the device was returned. No patient harm reported.

Manufacturer narrative:
Upon further review it was determined that the reported event was not repeated by fse. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.